Event description:
It has been reported to philips that the machine was not booting up successfully. The device was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the device would not boot. The fse determined the cmos battery had failed. After replacing the cmos battery, the device was returned to expected functionality.